Event description:
A patient reported blood glucose results of "90mg/dl" with a lifescan meter and "128mg/dl" on a laboratory device, performed between 21-30 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose.